Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected" alerts which led to early sensor removal.

Manufacturer narrative:
The user reported difficulty obtaining a signal following sensor insertion on (B)(6) 2025. She stated that she was unable to feel the sensor and could only achieve a stable signal by applying pressure to the transmitter. Placement troubleshooting conducted via zoom confirmed that the user was unable to obtain better than a low or no signal without applying pressure. The issue persisted even after a transmitter replacement. The user was advised to contact her healthcare provider (hcp) for assistance in locating the sensor and to discuss the next steps, including potential sensor removal and replacement. A sensor RMA was issued for further investigation. However, at the time of complaint closure, only the transmitter was returned to senseonics. Investigation on the returned transmitter did not identify any issues with the device. The customer's issue was likely due to the sensor being inserted too deeply. The user had a new sensor inserted on (B)(6) 2025. B4.date of this report 11 feb 2026. G3.date received by the manufacturer? 11 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4116. H6. Investigation findings updated to 114,3221. H6. Investigation conclusions updated to 4315.